Event description:
It was reported that the patient's ventricular assist device (vad) exhibited above normal power and thrombus was suspected. The patient also experienced hemolysis and an acute kidney injury. The patient was administered a thrombolytic and the vad power returned to normal range. It was also reported that the vad exhibited low flows and and outflow graft compression was suspected. A second dose of thrombolytic was administered and vad parameters returned to baseline. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system product, including 1.0 or 2.0 for controller. D4: model #: 1125 / catalog #: 1125 / serial or lot#: (B)(6). D9: no. H3: no, device evaluation anticipated, but not yet begun. H5: yes. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: (B)(6) and the associated outflow graft (lot no. 1418683) were not returned for evaluation. Log file analysis revealed an increase in power consumption and estimated flows on (B)(6)2023 followed by gradual increase starting on (B)(6) 2023 in power consumption and estimated flows, leading to parameters above the normal operating range. Power and flow returned to baseline parameters on (B)(6) 2023. In addition, log file analysis revealed a sudden, transient decrease in power consumption and estimated flows starting on (B)(6) 2023 followed by a return to baseline parameters on (B)(6) /2023. Log files then revealed a sudden transient decrease in power consumption and estimated flows on (B)(6) 2023 and 9 low flow alarms logged on (B)(6) 2023. As a result, the reported high power and low flow events were confirmed. The reported outflow graft compression could not be confirmed due to insufficient evidence. Information received from the site indicated that, in addition to the reported high power and low flow events, thrombus was suspected. The patient also experienced hemolysis and an acute kidney injury. It was further reported that outflow graft compression was suspected. Of note, it was reported that the patient was administered thrombolytic treatments, which corresponds with returned to baseline parameters observed in the log files. Based on the available information, the device may have caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Based on risk documentation, multiple factors may have contributed to the low flow event including but not limited to thrombus at the inflow cannula/outflow graft. Per the instructions for use, device thrombus, hemolysis and renal dysfunction are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patientâ¿¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any â¿¿defectsâ¿¿ or has â¿¿malfunctionedâ¿¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
UDI related data quality updates only. Corrected: d1. Brand name d3. MFR name d4. UDI (provided complete UDI) d4. Model number d4. Catalog number h5. Single use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.